Event description:
This complaint is from a literature source. The following literature cite has been reviewed: imagama t, matsuki y, kaneoka t, kawakami t, seki k, seki t, hirata k, okazaki t, tanaka h, sakai t. Comparing postoperative outcomes of two fully hydroxyapatite-coated collarless stems in total hip arthroplasty through propensity score matching analysis with 2 years follow-up. Sci rep. 2022 nov 21;12(1):19997. Doi: 10.1038/s41598-022-24569-9. Pmid: 36411306; pmcid: pmc9678901. Objective/methods/study data: in this study, 224 patients (234 hips) with tha using either the corail collarless stem or a competitor stem were enrolled. 84 hips were implanted with corail and a pinnacle cup. The remaining with competitor devices. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown hip femoral head, unk hip femoral stem corail, unknown hip acetabular liners, and unk hip acetabular cup pinnacle adverse event(s) and provided interventions possibly associated with unk hip femoral stem corail (qty 2): 1 hip with varus stem alignment. No intervention noted. Mean stem subsidence of 0.8mm. No intervention noted (qty 1) adverse event(s) and provided interventions possibly associated with unk hip femoral stem corail (qty 17): 1 hip with superficial surgical site infection. No intervention noted. 2 hips with intra-op ppf. No intervention noted. 14 hips with radiolucient lines around stem. No intervention noted. Adverse event(s) and provided interventions possibly associated with unknown hip acetabular liners (qty 1): 1 hip with superficial surgical site infection. No intervention noted. Adverse event(s) and provided interventions possibly associated with unknown hip femoral head (qty 1): 1 hip with superficial surgical site infection. No intervention noted. Adverse event(s) and provided interventions possibly associated with unk hip acetabular cup pinnacle (qty 1): 1 hip with superficial surgical site infection. No intervention noted.

Manufacturer narrative:
Product complaint # (B)(4). The following literature cite has been reviewed: imagama t, matsuki y, kaneoka t, kawakami t, seki k, seki t, hirata k, okazaki t, tanaka h, sakai t. Comparing postoperative outcomes of two fully hydroxyapatite-coated collarless stems in total hip arthroplasty through propensity score matching analysis with 2 years follow-up. Sci rep. 2022 nov 21;12(1):19997. Doi: 10.1038/s41598-022-24569-9. Pmid: 36411306; pmcid: pmc9678901. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.